Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and a review of the call by a senior csr. The patient informed the csr that on (B)(6) 2019, he obtained an alleged inaccurately high reading of ¿138 mg/dl¿ on the subject meter compared to a reading of ¿108 mg/dl¿ on the meter at his clinic. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he manages his diabetes with fixed doses of insulin (apidra; 40 units per day). He reported that immediately after obtaining the alleged inaccurate high result, the patient took his usual 40 units of apidra insulin. The patient stated that approximately one hour later, he experienced symptoms of ¿shaky and cold¿. The patient denied receiving any treatment above and beyond his usual routine of diabetes management and care. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure. The reporter indicated that the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.